Manufacturer narrative:
The pump was received with a blank display due to moisture damage on the electronic assembly. No constant beeping anomaly was noted. The pump had minor scratches on the lcd window, a cracked case near the display window corners, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had moisture damage. Customer's blood glucose at time of incident was 221 mg/dl. The customer reported that the device was exposed to humidity but not submerged in any liquid. Customer stated the pump display went blank immediately after pump exposure to moisture. Customer stated a constant tone is occurring. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced.